Event description:
New information indicated an additional event of post paced t wave oversensing was observed. Programming changes were discussed but not yet completed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed on the device via remote transmission. The patient did not received therapy during the oversensing. The programming change was discussed. The patient was stable.